Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03461, 0001822565-2017-03463, 0001822565-2017-03470, 0001822565-2017-03471, 0001822565-2017-05018.

Manufacturer narrative:
(B)(4). Concomitant medical products: poly liner catalog# 00434903600, lot #:63063466; humeral stem spacer, catalog #:00434903909, catalog# :63069520; humeral stem diameter, catalog #:00434901413 lot #:62908447; humeral stem, catalog #:00434901213, lot #:63028466; bone cement catalog#: 00110201200, lot #: 62774067; reverse screw system, catalog #: 0104223027, lot 2784834; reverse screw system catalog #0104223030, lot 2798845. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03461, 0001822565-2017-03463, 0001822565-2017-03470, 0001822565-2017-03471.

Event description:
It is reported that the patient is experiencing pain and limited range of motion in the operative shoulder approximately twenty (20) months post-operatively of a left reverse shoulder arthroplasty. Attempts have been made and additional information on the reported event is unavailable at this time.